Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (220-351 mg/dl). The pump supplies were changed multiple times. A bolus and insulin injections were delivered to address the bg. The cause of the high bg was not known; however, the customer thought they may be related to the pump supplies. After the multiple supply changes, the high bg was resolved (currently 126-162 mg/dl). As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.